Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site. The patient also reported pain at the infusion site. As treatment the patient replaced the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received deployed. Corrosion was observed within the top housing as well as on the bottom housing and pcb assembly. Investigation of the device discovered damages to the top housing and the internal components such as the reservoir cap, o-ring, slide retract, mechanism rails, and ratchet gear. The damages observed on the reservoir cap, o-ring, slide retract, mechanism rails, and ratchet gear closely match up with the damages observed on the interior and exterior of the top housing. Therefore, the damages observed on those internal components can be attributed to post use damage. The severity of the post use damage compromised the investigation.